Manufacturer narrative:
Continuation of medical devices: product ID 388928, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 388928. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that when the lead was being placed through the inducer it came across resistance and on pushing against this the lead curved at right angles. Once the lead was removed it became bent at approx. A 20 degree angle. The healthcare provider then used a straight stylet in a different foramen (s4). When the lead was positioned and tested the healthcare professional did not get a response using electrode one but did with 0, 2 and 3. The tined lead was a replacement lead and the previous lead on x-ray was almost at a right angle on the ap view in the same foramen s3 on the counter side. The healthcare provider felt as if something was forcing the lead to not follow the nerve in s3. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0205090115: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they had unable to return the tined lead as it was discarded following the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0205090115, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 309328, lot# 0205090115, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was likely to be aberrant anatomy at the s3 foramina as similar lead deflection occurred in both the previous and new insertion sites. The lead was removed, checked and appeared intact. Re-straightened with stylet and deployed right s4. The patient was having excellent clinical response and testing shows low amplitudes across all electrode pairings which were currently running on 0.5. Relevant medical history includes mixed faecal incontinence with resting pressure 20 cm/h20, squeeze increment 18. There was a revision on (B)(6) 2018 for battery expiration and position of the lead noted to be poor on x-ray check with high amplitudes so was decided to be replaced and re-positioned. No further complications were reported/anticipated.